Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-baxter filter sets were browning at the filter during infusion while using an exactamix pharmacy compounding device. This issue occurred after adding cysteine to the pediatric total parenteral nutrition (tpn) formulations. There was no report of patient injury or medical intervention associated with this event. No additional information is available.